Manufacturer narrative:
An unapproved viscoelastic device was used during initial lens implantation. (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient did not like the outcome. The lens was exchanged for a different lens one month after the initial implantation. Additional information was requested.